Event description:
Vns patient experienced an increase in seizure activity following an adjustment to programmed parameters. It was reported that the patient's seizures frequency double after the parameter adjustment and that there were no medication changes at the time. The patient plans to follow-up with treating neurologist. Investigation to date has been unable to determine whether the increase in seizure activity was an increase above pre-vns baseline frequency or simply an increase over previous efficacy with the vns therapy.